Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 456 mg/dl). Infusion set was changed; no issues were observed. Customer did not eat and went to the emergency room (ER). Customer was treated with fluids. Blood/urine tests were performed. After 4.5 hours, customer left the ER with a bg of 262 mg/dl and customer was in good condition. Customer initially alleged the pump was "not working". No alerts or alarms occurred. However, upon follow up, customer reported bg was 200 mg/dl and customer reported pump was functioning.